Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg area. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was hospitalized and given IV antibiotics and has recovered without sequelae. The patient is currently using the device and there have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the device was explanted due to the infection. The physician did not provide additional information regarding the nature of the infection. The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no non-conformities were found.